Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd plastic pack¿ / bd lord's¿ insulin syringe with needle was broken between the needle shield and the needle hub. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned one 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 6291654. Customer states that between the needle shield and the needle hub was broken. The syringe was returned with the hub-needle/shield assembly separated from the barrel. The barrel was exhibited and exhibited a broken barrel tip. Visualization of the sample was performed under 4x magnification and noted that the hub/shield assembly appeared to be sheered off from the remainder of the syringe. The polybag was additionally evaluated and there were no noteworthy markings or damage to the material. As per manufacturing, a review of the device history record was completed for batch # 6291654 all inspections were performed per the applicable operations qc specifications. There were two notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken barrel tip). Probable root cause for the broken off hub assembly is likely to be a jaw jam on the form fill & seal (ffs). When this occurs, any component or portion of a syringe can be involved in the jam, and as a result, varying degrees of damage, including that seen within this sample, can occur. The damaged component/syringe can continue into final packaging without being noted and then on to the consumer. The damage generally renders the device inoperable in most cases.